Event description:
During an implant attempt, connection issues with the subject device were reported, which resulted in abnormal sensing and impedance values. Another device was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.